Event description:
It was reported that the device released metal particles with no harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device released metal particles with no harm to the patient.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was cleaned as much as possible, as it still had tissue-like residues and some blood/saline corrosion/pitting on the distal end area. The damaged cutter tip caught on the housing window, which caused one of its teeth to break off and therefore cause metal particles generation. Pronounced wear marks could be observed on the outer housing tip surface. Dents were observed on the housing window edges, which coincide with the cutter tooth that broke off. Review of the device history record and non conformance report historical data of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Probable root cause(s) for the reported failure condition can be associated, but not limited to: components do not fit properly, shaver blade comes in contact with a metal object, and/or excessive force/torque applied by user. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.